Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/chronic pain"), rectal abscess ("abscess in rectum") and pharyngeal neoplasm ("surgery for odd growth in throat (throat mass)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, live birth in (B)(6) and live birth in (B)(6). Previously administered products included for an unreported indication: iud in 2001, patch from 1991 to 1999 and ocp from 1966 to 1998. Concurrent conditions included body mass index normal. Concomitant products included muscle relaxants and oxycodone for pain and hydrocodone for pain nos. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain (chronic, excruciating, severe and persistent)"). In 2013, the patient experienced allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal abscess (seriousness criterion medically significant), pharyngeal neoplasm (seriousness criterion medically significant), fatigue ("fatigue"), constipation ("constipation issues"), weight increased ("weight gain"), migraine ("migraines"), disturbance in attention ("lack of concentration"), skin disorder ("skin issues"), furuncle ("boils"), alopecia ("hair loss"), infection ("multiple infections"), mood swings ("mood swings"), cyst ("multiple cysts"), acne ("acne"), rash generalised ("rashes everywhere"), back pain ("back pain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent hysterectomy), surgery (colorectal surgery) and surgery (surgery to remove throat mass). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, migraine, disturbance in attention, skin disorder, furuncle and mood swings was resolving, the rectal abscess, pharyngeal neoplasm, abdominal pain, allergy to metals, infection, cyst, acne, rash generalised and back pain outcome was unknown, the constipation, weight increased and alopecia had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, back pain, constipation, cyst, depression, disturbance in attention, fatigue, furuncle, infection, migraine, mood swings, pelvic pain, pharyngeal neoplasm, rash generalised, rectal abscess, skin disorder and weight increased to be related to essure. The reporter commented: she didn't seek medical treatment for hair loss, mood swings, and boils. She can not tolerate iron, vitamin d or vitamin b. She used condoms as contraception until her essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Patient underwent dye test on (B)(6) 2008. Nickel allergy home test in 2013. Current weight: (B)(6) pounds. Approx. Weight at the time of essure placement: (B)(6) pounds. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/chronic pain"), rectal abscess ("abscess in rectum"), pharyngeal neoplasm ("surgery for odd growth in throat (throat mass)"), suicidal ideation ("suicidal") and bipolar disorder ("bipolar/add") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, live birth in 2001 and live birth in 2003. Previously administered products included for an unreported indication: iud in 2001, patch from 1991 to 1999 and ocp from 1966 to 1998. Concurrent conditions included body mass index normal. Concomitant products included hydrocodone, muscle relaxants and oxycodone for pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("hair loss"), mood swings ("mood swings") and acne ("acne"). In 2009, the patient experienced migraine ("migraines") and back pain ("back pain"). In 2010, the patient experienced abdominal pain ("abdominal pain (chronic, excruciating, severe and persistent)"). In 2013, the patient experienced allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") and cyst ("multiple cysts"). In 2015, the patient experienced hormone level abnormal ("hormone failure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal abscess (seriousness criterion medically significant), pharyngeal neoplasm (seriousness criterion medically significant), suicidal ideation (seriousness criterion hospitalization), bipolar disorder (seriousness criterion medically significant), fatigue ("fatigue"), constipation ("constipation issues"), weight increased ("weight gain"), disturbance in attention ("lack of concentration"), skin disorder ("skin issues"), furuncle ("boils"), infection ("multiple infections"), rash generalised ("rashes everywhere"), depression ("depression"), anxiety ("anxiety") and attention deficit/hyperactivity disorder ("bipolar/add"). The patient was treated with surgery (laparoscopic assisted vaginal total hysterectomy and bilateral salpingectomy), surgery (colorectal surgery on (B)(6) 2013) and surgery (surgery to remove throat mass). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, migraine, disturbance in attention, skin disorder, furuncle and mood swings was resolving, the rectal abscess, pharyngeal neoplasm, suicidal ideation, bipolar disorder, abdominal pain, allergy to metals, infection, cyst, acne, rash generalised, back pain, attention deficit/hyperactivity disorder and hormone level abnormal outcome was unknown, the constipation, weight increased and alopecia had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, bipolar disorder, constipation, cyst, depression, disturbance in attention, fatigue, furuncle, hormone level abnormal, infection, migraine, mood swings, pelvic pain, pharyngeal neoplasm, rash generalised, rectal abscess, skin disorder, suicidal ideation and weight increased to be related to essure. The reporter commented: she didn't seek medical treatment for hair loss, mood swings, and boils. She can not tolerate iron, vitamin d or vitamin b. She used condoms as contraception until her essure confirmation test. She took leave from (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Patient underwent dye test on (B)(6) 2008. Nickel allergy home test in 2013 current weight: 145 pounds approx. Weight at the time of essure placement: 145 pounds most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events "hormone failure", "suicidal", "bipolar" and "add" added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain/chronic pain'), pelvic inflammatory disease ('pelvic inflammation'), rectal abscess ('abscess in rectum'), pharyngeal neoplasm ('surgery for odd growth in throat (throat mass)'), suicidal ideation ('suicidal') and bipolar disorder ('bipolar/add') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fistulotomy on (B)(6) 2013, abscess in may 2011, live birth in 2003, live birth in 2001, d & c in 2000, tonsillectomy in 1998, multigravida, parity 2, constipation, left upper quadrant pain, menometrorrhagia, dysmenorrhea, polymenorrhoea, menorrhagia, tenderness, bronchitis, pneumonia, allergic rhinitis, anorectal swelling, rectal pain, abdominal discomfort, drug allergy (morphine analogues), itching and cough. She denies any dysuria urgency or frequency. Previously administered products included for an unreported indication: iud in 2001, patch from 1991 to 1999 and ocp from 1966 to 1998. Concurrent conditions included laceration since april 2013, hemorrhoids since february 2013, body mass index normal, rectal pain, fever, drug allergy (nausea and vomiting), abdominal cavity drainage, night sweats, blood disorder nos, rash, allergy to metals, gerd, asthma, allergic conjunctivitis, dizziness, ear pruritus, incoordination, loss of sensation, swallowing difficult, dry mouth, dysgeusia, toothache, chest burning, heartburn, muscular weakness, painful joints, urticaria and food allergy. Concomitant products included hydrocodone, muscle relaxants and oxycodone for pain as well as alprazolam (xanax), azelastine hydrochloride;fluticasone propionate (dymista), fluticasone propionate;salmeterol xinafoate (advair), gabapentin enacarbil (horizant) and salbutamol sulfate (ventolin hfa). On (B)(6) 2008, the patient had essure inserted. In march 2009, the patient experienced alopecia ("hair loss"), mood swings ("mood swings") and acne ("acne"). In 2009, the patient experienced migraine ("migraines") and back pain ("back pain"). In 2010, the patient experienced abdominal pain ("abdominal pain (chronic, excruciating, severe and persistent)"). In 2013, the patient experienced allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") and cyst ("multiple cysts"). In 2015, the patient was found to have hormone level abnormal ("hormone failure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), rectal abscess (seriousness criterion medically significant), suicidal ideation (seriousness criterion hospitalization), bipolar disorder (seriousness criterion medically significant), fatigue ("fatigue"), constipation ("constipation issues"), disturbance in attention ("lack of concentration"), skin disorder ("skin issues"), furuncle ("boils"), infection ("multiple infections"), rash ("rashes everywhere") and attention deficit/hyperactivity disorder ("bipolar/add"), was found to have pharyngeal neoplasm (seriousness criterion medically significant) and weight increased ("weight gain") and experienced depression ("depression") and anxiety ("anxiety"), lasting 5 years. The patient was treated with surgery (colorectal surgeryon (B)(6) 2013, laparoscopic assisted vaginal total hysterectomy and bilateral salpingectomy and surgery to remove throat mass). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, migraine, disturbance in attention, skin disorder, furuncle and mood swings was resolving, the pelvic inflammatory disease, rectal abscess, pharyngeal neoplasm, suicidal ideation, bipolar disorder, abdominal pain, allergy to metals, infection, cyst, acne, rash, back pain, attention deficit/hyperactivity disorder and hormone level abnormal outcome was unknown, the constipation, weight increased and alopecia had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, back pain, bipolar disorder, constipation, cyst, depression, disturbance in attention, fatigue, furuncle, hormone level abnormal, infection, migraine, mood swings, pelvic inflammatory disease, pelvic pain, pharyngeal neoplasm, rash, rectal abscess, skin disorder, suicidal ideation and weight increased to be related to essure. The reporter commented: she didn't seek medical treatment for hair loss, mood swings, and boils. She can not tolerate iron, vitamin d or vitamin b. She used condoms as contraception until her essure confirmation test. She took leave from june to september- 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received, new reporter ,patient relevant history ,concomitant condition and event pelvic inflammation added follow-up 5, 6, 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.